Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. The instrument could not be detached with hand force. With light hammer blows, the instrument could be detached. We made visual inspection of the main part of the handle. Here we found grinding marks, quirks and grooves. Additionally we detected visible damage and material abrasion. We also made an optical inspection of the sliding part. Here we discovered grinding marks, grooves and visible damage. Additionally we found material abrasion. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably maintenance related. Rationale: according to the quality standard, a material defect and production error can be excluded. Investigations lead to the assumption that the stucking was caused by an improper maintenance due to insufficient lubrication. This may have caused material abrasion and therefore grinding marks, quirks and grooves. No CAPA is necessary.

Manufacturer narrative:
Preliminary inspection: preliminary inspection shows that the punch which seized up (fk915r) was bone dry and had not been lubricated. These instruments much be lubricated before each use, per our instruction for use. A proper lubricant must be used and the instruments should be lubricated after each cleaning, before sterilization. It is extremely important that the lubrication be applied before sterilization. If the instruments are not properly lubricated, it will cause them to seize and will increase the likelihood that the internal pin will get bent when you try to disassemble them. If additional information is received a follow up report will be submitted.

Event description:
It was reported the punch was stuck intraoperatively. During a surgical procedure, it was reported the kerrison punch was sticking while in use. Following surgery, the instrument was taken to the sterile processing department for cleaning and the processing personal was not able to separate the detachable portion for cleaning. The incident did not cause or contribute to a serious injury and no intervention was required. There was no delay in surgery.